Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("cramps"), arthralgia ("joint pain"), alopecia ("hair loss"), madarosis ("eyelash loss"), fatigue ("fatigue"), feeling abnormal ("brain fog"), skin irritation ("skin irritation"), photosensitivity reaction ("sun allergy") and procedural pain ("only felt cramp during and after") and was found to have antinuclear antibody positive ("positive ana test / autoimmune issue") and anti-thyroid antibody positive ("elevated thyroid antibody test /autoimmune issue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, arthralgia, alopecia, madarosis, fatigue, feeling abnormal, skin irritation, photosensitivity reaction, antinuclear antibody positive, anti-thyroid antibody positive and procedural pain outcome was unknown. The reporter considered abdominal pain, alopecia, anti-thyroid antibody positive, antinuclear antibody positive, arthralgia, fatigue, feeling abnormal, genital haemorrhage, madarosis, pelvic pain, photosensitivity reaction, procedural pain and skin irritation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, alopecia, anti-thyroid antibody positive, antinuclear antibody positive, arthralgia, fatigue, feeling abnormal, madarosis, pain, photosensitivity reaction, skin irritation and genital haemorrhage and post procedural pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: pfs+mr received-case became serious incident . Essure removal was done. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("cramps"), arthralgia ("joint pain"), alopecia ("hair loss"), madarosis ("eyelash loss"), fatigue ("fatigue"), feeling abnormal ("brain fog"), skin irritation ("skin irritation"), photosensitivity reaction ("sun allergy") and procedural pain ("only felt cramp during and after") and was found to have antinuclear antibody positive ("positive ana test / autoimmune issue") and anti-thyroid antibody positive ("elevated thyroid antibody test /autoimmune issue"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, arthralgia, alopecia, madarosis, fatigue, feeling abnormal, skin irritation, photosensitivity reaction, antinuclear antibody positive, anti-thyroid antibody positive and procedural pain outcome was unknown. The reporter considered abdominal pain, alopecia, anti-thyroid antibody positive, antinuclear antibody positive, arthralgia, fatigue, feeling abnormal, genital haemorrhage, madarosis, pelvic pain, photosensitivity reaction, procedural pain and skin irritation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain, alopecia, anti-thyroid antibody positive, antinuclear antibody positive, arthralgia, fatigue, feeling abnormal, madarosis, pain, photosensitivity reaction, skin irritation and genital haemorrhage and post procedural pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.